Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during sculpt mode, grade three cataract setting, white material was noticed on the crystalline lens during a procedure. The procedure was continued and coagulated material was noticed on the eye. The handpiece was removed from the eye. The phacoemulsification tip had a white lump in the lumen and there was a constant occlusion notification sounding from the system. An additional incision was created and a new tip and handpiece were used to complete the procedure. The patient was "fine" on postoperative day one. Additional information has been requested.

Event description:
Additional information was received indicating that the phacoemulsification tip occluded. The machine showed an occlusion, white material was present on the lens and a wound burn was noted. Phacoemulsification was stopped and the tip was removed from the eye and the wound was closed with sutures. A consultant took over the case. An additional incision was created and phacoemulsification was completed. The wound burn was gaping, sutures were replaced and a small leak was present. A glue patch was placed.

Manufacturer narrative:
The phaco (phacoemulsification) handpiece was received and a visual assessment of the returned sample found discoloration on the connector and a cut on the strain relief. A flow rate test was performed on the irrigation and aspiration lines of the handpiece, which found the handpiece to meet product specifications. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet product specifications. The customer reported event could not be confirmed. Unrelated to the reported event, a nonconforming phaco handpiece strain relief was noted. A cut was noted on the strain relief. This event type is consistent with the known possible causes including: rigorous handling of phaco handpieces during cleaning and sterilization process. The use of a hemostat or other tools that damage the strain relief. The use of chemicals/detergents during cleaning/sterilization process that are not approved by the directions for use (dfu). The phaco handpiece manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phaco tip was not returned for evaluation; therefore, the condition of the product could not be verified. Four photos received were reviewed. Photo one shows an ultrasonic items with the serial number of a phaco handpiece. Photos two shows sections of two phaco handpieces. Photo 3 and 4 shows two unknown photos with two orange cables and a dvr player. No photos were present with a picture of a phaco tip. No lot number was identified with this complaint; therefore, a lot number history review could not be conducted. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. The phaco handpiece was found to meet functional specifications; therefore, the root cause of the reported event cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).